Event description:
It was reported to philips that the heartstart xl defibrillator alarmed during self test. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.